Event description:
It was reported that the procedure was to treat the distal left anterior descending artery (lad). Pre-dilatation was performed in the mid to distal lad with a 2.0 x 15 mini trek at 8 atmospheres, reducing the stentosis to less than 40%. Then the 2.5 x 18 mm delivery system was advanced to the distal lad, but the implant was not deployed successfully after pressurized to 8 atmospheres. Therefore, the delivery system was retracted from lesion and out of body. A 2.5 x 33 mm xience xpedition stent was implanted successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Though this device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.